Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual examination revealed no damages. Microscopic inspection revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip of the guidezilla damages another device. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 6f guidezilla ii was selected for use with a synergy stent. The synergy stent could not cross the lesion due to angulation. Upon stent removal, it was noted that the proximal end of the stent edge was caught at the tip of the guidezilla. Subsequently, resistance of the stent was felt when it was push and pulled back the stent. The synergy, guidezilla ii and guidewire were removed together. It was observed that the synergy stent was deformed. The procedure was completed with another device. No patient complications were reported and patient status was good. Complications were reported and patient status was good.

Event description:
It was reported that the tip of the guidezilla damages another device. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 6f guidezilla ii was selected for use with a synergy stent. The synergy stent could not cross the lesion due to angulation. Upon stent removal, it was noted that the proximal end of the stent edge was caught at the tip of the guidezilla. Subsequently, resistance of the stent was felt when it was push and pulled back the stent. The synergy, guidezilla ii and guidewire were removed together. It was observed that the synergy stent was deformed. The procedure was completed with another device. No patient complications were reported and patient status was good.